Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad trace. No button error alarm and no moisture damage on the electronic assembly. Numbers did not ramp up on their own or scroll bar moving with no input. Device was also received with cracked display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She removed and reinserted the battery but was unable to set the time due to the numbers ramping. The customer explained the device was exposed to moisture since she was wearing it in her bra. Blood glucose value was 172 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.